Event description:
According to the complaint, a nurse received a needle stick in the hand after performing blood sampling using the safepico. The nurse was not sure that she heard a click when activating the needle shield device (nsd). The needle came out of the nsd and caused a sting in the palm of the hand.

Manufacturer narrative:
There were no abnormalities in production documentation related to the reported issue. During mechanical test of 20 reference samples all safeguards closed successfully with a laudable "click" sound. Nothing from production point of view could cause issue with closing the syringe's safeguard. Based on the above, the root cause of this incident is considered most likely to be a use error. As the nurse was not sure, if she heard the "click" sound (which is usually loud and clear), she should have double checked the sample before any further actions.